Event description:
The pt is implanted with two leads (from the same lot). It was reported the pt's amplitude auto-reduces. An impedance check revealed several invalid contacts on one of the leads. The pt is scheduled to undergo surgical intervention on a later date. No further info is available at this time.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.